Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the programmer (product ID 97740 lot# serial# (B)(6) ) found the complaint was unverified and it passed all bench and final tests ok; however, there was a broken/worn front case, a worn bottom case, and a scratched faceplate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type: programmer, patient; product ID: 97740, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported their weight.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that a couple of days ago they noticed that the patient programmer was not powering on. Pt reported that they replaced the battery but the patient programmer would not power on even after the battery had been replaced. Patient mentioned that they replaced the battery 3 different times. An email was sent to the repair department to replace the patient programmer. Caller said they got the replacement pt programmer, but were getting same empty battery screen. Pt then used non-rechargeable aaa batteries and issue resolved. Pt mentioned they had some back pain and their mdt rep. Helped them adjust some settings with their scs device "yesterday" and pain they were having now in their back was related to not being able to adjust settings up because their pt programmer was broken.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (B)(6); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.